Event description:
It was reported that the fiber light did not come on when connected. The foot pedal was pushed and the whole room was filled with green light from the fiber. Then, a red light was noticed in the cord of the fiber. The procedure was completed with another device. There were no patient complications.